Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a sensor error which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a sensor error while sleeping. The patient began experiencing vomiting and had the ¿presence of ketones on their breath¿. It had been approximately 8 hours from the time the sensor errored to the time the patient became symptomatic. The patient tested her bg (blood glucose) meter reading, which was 339 mg/dl. The patient was also wearing an insulin pump (brand was not specified). The patient¿s friend took her to the ER (emergency room). At the ER, the patient was diagnosed with dka (diabetic ketoacidosis) and was treated with an IV insulin drip and unspecified IV fluids. Of note, the patient¿s sensor was removed while in the ER. The patient was discharged home the following day (more than 24 hours). The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.